Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue and subsequently experienced peritonitis. The cause of the peritonitis event was reported to be due to the patient¿s mini cap fell off of the patient¿s transfer set while the patient was cutting the grass and he re-capped the transfer set using the same mini cap. Three days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient received unknown antibiotics in his solutions bags. Two weeks after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.